Event description:
Sterile gloves in the peripherally inserted central catheter tray kits are folded in the sterile paper, but unlike the port kits, the paper & gloves are not inside the sealed plastic wrap. The nurse states she was unable to find an expiration date on the glove paper package.